Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 219mg/dl. A system check was performed and the pump performed as intended. The customer performed an infusion set change and an additional occlusion alarm occurred. Tandem technical support advised the customer to perform a cartridge change as the customer observed a crack on the cartridge.